Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - clinical code ¿ e0704 aspiration/inhalation.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient began seizing due to low blood sugar. The patient was unaware of their cgm readings because the display device was showing a brief sensor issue during that time. The patient¿s daughter called an ambulance. When paramedics arrived, they checked the patient¿s blood sugar and it was 28 mg/dl. They treated the patient with d50 and IV therapy. After treatment, the patient began vomiting and aspirated. The patient¿s blood sugar rose to 464 mg/dl and the patient was transported to the emergency room at 10:00pm. At the ER, the patient was treated with two bags of saline via IV. Afterwards, the patient¿s blood sugar dropped to 67 mg/dl. She was then provided food to help stabilize her glucose levels. The patient was discharged at 2:00am on (B)(6) 2025. At the time of the report, the patient was in stable condition. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The product was provided for investigation; an external visual inspection was performed, and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed, and no readings/ sensor error/ brief sensor issue was found within the investigation window. The probable cause was determined to be sensor noise between 1 to 3 hours. The customer's complaint was confirmed due to the wearable failed testing. No additional patient or event information is available.